Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The type ib endoleak of the right common iliac artery with associated right iliac sac growth of 11.3mm is confirmed. The event is most likely user related due to the off label right iliac anatomy, diameter 31.7mm (should be 10-23mm) as well as the lack of the 15 mm distal landing zone length (entire right common iliac artery was aneurysmal) likely contributed to this event. Additional findings of a type ii endoleak of the internal mesenteric artery occurred. A type ii endoleak is anatomy related and a non-device related failure. Procedure related harms for this complaint could not be determined. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: adverse event or product problem - updated. B5: describe event or problem - updated. G1,2: contact office- name has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type ib endoleak was detected by CT (computed tomography) during routine follow-up. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was received reporting that re-intervention was completed with successful implant of an afx limb stent graft.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type ib endoleak was detected by CT (computed tomography) during routine follow-up. The physician plans to re-intervene and will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.